Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump alarmed during the basic occlusion test due to the protruded drive support disk. The insulin pump passed the idle current test, run currents test and displacement test. The functional testing could not be completed due to the alarm.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed during a bolus. The blood glucose reading was 306 mg/dl. The caller reported that the drive support cap was sticking out but that she pushed it back in. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.